Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2006, inratio 0.8, lab 1.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2006, inratio 0.8, lab 1.3, mean 1.05, confidence limits 1.0-1.5. Per internal procedue, the mean of the iratio meter and comparative system inr were calculated. The inratio value was outside the confidence limits. Products will be investigated. Caller didn't provide the strips lot number. No investigation can be performed.